Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the device would not fire. It is reported that the user did not observe any system errors at the time of the event. The user reports that the device was unplugged and plugged back in; however, the issue did not resolve, and the procedure was aborted after the device had already been inserted into the patient's breast. It is reported that troubleshooting was later done with the user and hologic technical support at which time the user was instructed to shut the unit completely down, a test run was completed from start to finish and the device fired without an issue. No further information is currently available.